Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a tutorial pop-up. A technical support specialist (tss) verified the medication station with the customer and remotely accessed the device for further review. The tss examined the medication application logs and system event logs but did not find any evidence indicating the reported popup event. The customer was advised to have nursing staff monitor for any recurrence and capture pictures if the issue reappeared. An agreement was made to monitor the situation for one week and follow up as needed. Since no recurrence was reported, the customer agreed to submit a new case if the issue occurred again, and the current case was closed temporarily. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, experienced an unexpected tutorial pop-up upon first login to the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, experienced an unexpected tutorial pop-up upon first login to the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.